Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only.

Event description:
The clinic reported that during a vision correction treatment of the pt's left eye (os), the clinic technician entered an axis of 070 instead of 170. The treating surgeon did not notice the error on the monitor before giving verbal confirmation. At one day post-op, the pt presented with a best corrected visual acuity os of 20/30. The pt was retreated with a flap lift enhancement two days after the initial treatment with a different manufacturer's laser. At one day post-op of the retreatment, the pt presented with mild spk. The pt was prescribed preforte.